Event description:
A discrepant falsely depressed activated partial thromboplastin time (aptt) result was obtained on a patient sample. The patient result was reported to the physician. The sample was repeated due to inconsistency with the prothrombin time result on the same sample. A higher result was obtained upon examination of the clotting reaction profile. There is no indication by the account that patient treatment was altered or prescribed on the basis of the discrepant falsely elevated aptt result. There is a report that the patient expired within days of the event. However, there is no indication that the falsely depressed aptt result contributed to the patient's outcome.

Manufacturer narrative:
The cause of the discrepant falsely depressed activated ptt result is unknown. However, there are indications that the discrepant result is related to sample integrity including the icteric nature of the patient sample. Per the application sheet for this assay, validation has been completed indicating bilirubin concentration of 12 mg/dl will not interfere with test results. However, the end stage liver failure patient sample bilirubin value exceeded the 12 mg/dl value. A prothrombin test result on the same sample had generated a flag which is also suggestive of problematic characteristics of the sample. Examination of instrument data and the qc record indicates the instrument was performing within specifications. No further evaluation of the device is required.